Event description:
Pt diagnosed with lt. Cryptochidism with nonpalable testes. Lt. Inguinal exploration and exploratory lap was done on 9/26/94 using 3-0, 2-0, and 5-0 suture during the procedure. Pt. Returned to e.d. On 9/29/94; diagnosed with early surgical wound cellulitis s/p laparotomy. Pt. Admitted 9/30/94 for i.v. Antibiotics and observation.